Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to put the faulty pump into storage mode before returning it and was sent a replacement pump with updated software. The customer did not have a backup therapy available and planned to contact their healthcare provider. Instructions for returning the faulty pump and using the replacement pump were provided, and the customer acknowledged and understood these instructions.